Manufacturer narrative:
H6; code 100: instrument received empty. Facility experienced an event with your endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to us with product inquiry #971596. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, and trigger engaged with precock; yes. Nose shroud cracked/broken, staples in nose, and staples in the track; no. Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received empty, and was cycled and found to be conforming within design specifications. No further functional testing could be performed due to the instrument being empty. Each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic hernia repair-inguinal, it was reported by the affiliate that the first few firings worked. Then the staples would not come out when the handle was depressed a few minutes. Then it would work again but no staples appeared. Device seemed to be jammed. A new device was introduced to completed the case. There was no pt consequence.